Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated the entire system was explanted (not replaced) on (B)(6) 2016.

Event description:
Additional information received on (B)(6) 2016 indicated, per the health care provider, the patient had requested explant due to the symptoms. The actual cause of the symptoms was not known, as patient declined recommended testing (pump/catheter check and mris) and was instead proceeding to explant.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (10 mg/ml at 1.465 mg/day) via an implanted pump. On 19-may-2016 the patient reported difficulty breathing and swallowing when getting a bolus with the ptm (personal therapy manager). The patient also had intermittent dizziness and emesis. The patient was advised to discontinue the use of the ptm that day. The pump dose as decreased on (B)(6) 2016. A pump check and MRI were planned on (B)(6) 2016. On (B)(6) 2016, the pump dose was decreased and zofran was initiated. The patient outcome was reported as ¿ongoing¿. The clinical diagnosis was ¿possible medication side effects¿. The event was possibly related to the device or therapy, not related to the implant procedure, and possibly related to the intrathecal medication dilaudid with the drug action that caused the event noted to be ¿increase dose¿. Additional information was received reported the patient was examined on (B)(6) 2016 and the symptoms continued but the dizziness was less significant than before. The pump was reprogrammed and both the dose and concentration was decreased in preparation for explant. The patient declined recommended pump check and MRI's on (B)(6) 2016 and wanted to proceed to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the patient was examined on (B)(6)2016 and was still complaining of dizziness at times despite multiple pump decreases. The outcome was updated to unresolved at time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient exited the study on (B)(6)2016 as all products were inactive. The patient's baseline weight was noted as (B)(6).